Event description:
It was reported that a vns patient had 50 seizures in one day but it was unknown what day they was. It is unknown if that is over the patient's prevns rate. It was reported that the vns just did not help with the patient's seizures and she found it significantly annoying. Therefore, she wanted to have it removed. The patient also had pain with stimulation. Good faith attempts are underway for further details surrounding their events.

Event description:
Good faith attempts have been made and no further information has been attained about the patient's reported events. Their explanted generator was discarded therefore will not be returned for analysis.